Manufacturer narrative:
The patient's gender was not provided. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. The event occurred at (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3.5 years of support, a driveline disconnected alarm occurred when the patient would lie on their right side. The system controller log files reviewed by the manufacturer¿s technical services representative confirmed pump stoppages when the lvad was connected to the power module. Submitted x-ray images indicated a suspected compromised driveline issue internal to the patient. The patient was provided with a non-grounded patient cable for use with the power module. The patient was admitted to the hospital and a pump exchange was being discussed. The patient is asymptomatic and hemodynamically stable. No additional information was provided.

Manufacturer narrative:
Although the reported event was confirmed through the evaluation of the submitted system controller log files, a potential cause could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low speed and pump stoppage events on (B)(6) 2017 between 3:06 am and 5:16 am with additional low speed events captured between 10:37 pm and 11:33 pm. These events corresponded to driveline disconnected, low speed, and low flow hazard alarms, and occurred while the system was connected to the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue, however, no portion of the driveline was returned for evaluation. Evaluation of the submitted x-ray images could not conclusively determine any areas of damage to the driveline. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged to home with the non-grounded patient cable. No further issues have been reported since the patient was discharged.